Manufacturer narrative:
The report on the associated customer complaints were that the half liter clarity pressure infusion bags (pibs) were not adequately pressurizing the fluid bag. Engineering tested the half liter and one liter (clarity pibs family) and found that the pressure applied to the fluid bag diminishes with fluid use. The clarity pibs does not apply the same pressure to the fluid bags that is read on the pressure gauge. An updated design to address these issues were implemented on the ethox clarity bags. The private label customer has not yet been switched over to the new design for the clarity bags.

Event description:
The customer allege the "the pressure bags do not hold adequate pressure to rapidly infuse blood in the patient."

Event description:
The customer alleges that "the pressure bags do not hold adequate pressure to rapidly infuse blood into the patient."